Manufacturer narrative:
The reported product is not expected to be returned, customer reported sensor was discarded. A valid serial number has not been provided and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer suffered a loss of consciousness and was provided unspecified treatment by an hcp for a diagnosis of dka. There was no report of death or permanent injury associated with this event.